Event description:
Complainant alleged that the clinicians were attempting to pace a pt (age and gender unknown), but the device shut down. The clinicians then turned the device off/on, and the device successfully paced the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.